Manufacturer narrative:
Internal insulation abrasion was noted at 12.2-14.0cm from the distal tip. The etfe coating was intact at this location. Externalized conductors due to external insulation abrasion were noted at 6.6-11.3cm from the distal tip, consistent with lead friction to another device or feature of the heart. The sensing conductors were abraded and separated at this location. External insulation abrasion was noted at 6.8-8.1cm from the distal tip, consistent with lead friction to another device or feature of the heart. One rv conductor was abraded and separated at this location. The separated conductors are consistent with the observation from the field of noise and inappropriate therapy.

Event description:
It was reported that the patient received inappropriate therapies. Noise was observed on all channels. Impedance anomaly was also seen. It was noted that the conductors were separated in half at the rv coil and externalized conductors were observed.